Event description:
Valve explanted after 3 months implant duration due to mitral regurgitation, torn leaflet and a strand of host tissue had grown over a commissure. No further information was provided.